Manufacturer narrative:
The manufacturing folder of batch: 6-9855 has been reviewed. The production processes were conform to the predefined specifications and the quality control passed. There were no non-conformities observed during the manufacturing process.

Event description:
On 16 july 2025, we received a complaint from the field (cpt-3991) from spain. The customer complaint form states that a screw was broken post-operatively and that a revision surgery was done.

Manufacturer narrative:
After we received the complaint, the manufacturing documents and quality control documents were analyzed. Raw materials and production processes were conforming to the specifications, and no non-conformities were identified. The (B)(4) devices from this batch were manufactured in september 2022, and (B)(4) units have already been implanted without any issues. On 18 july 2025, we asked for the return of the implant. The reporter informed us that the implant was lost during transportation. We asked for xray images and received only one picture where we can see that the screw is broken. Unfortunately, based only on this picture, we cannot do any further investigation to determine the root cause of the breakage.

Event description:
On 16 july 2025, we received a complaint from the field ((B)(4)) from spain. The customer complaint form states that a screw was broken post-operatively and that a revision surgery was done. The defect was noticed during a follow-up visit.